Event description:
A customer contacted global technical services regarding a check patient line alarm that occurred on the homechoice unit during initial drain. The home patient (hp) stated the clamp was closed on the patient line and there was air in the line. The technical service representative assisted the hp with ending therapy on machine. The hp confirmed to restart therapy with new supplies. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. No further information is available. Should additional information become available, a follow up MDR will be sent.